Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter continued to display the apply sample icon instead of counting down and providing a blood glucose result. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began 3 weeks prior to contacting lfs. The patient informed the csr that she manages her diabetes with ¿lecimitril 2.5¿ and claimed she took her usual dose of medication on (B)(6) 2018 at 4:00 pm in response to the alleged issue. The patient reported developing symptoms of ¿lightheadedness, felt ill, off balance, did not feel good¿ an unspecified time after the alleged issue began. The patient denied receiving any medical treatment. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time. It was noted that the correct strips were being used for testing and that the correct testing process was being followed. The csr noted the patient did not have testing supplies available to test the meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged meter issue began.